Event description:
It was reported the patient received the following results within 15 minutes: 135 mg/dl, 119 mg/dl, and "lo" mg/dl (less than 20 mg/dl). The patient used 2 test strip vials with the same lot number.